Event description:
The reporter stated that the syringe is breaking off of the manifold and entraps air. No patient injury or treatment associated with this issue.

Manufacturer narrative:
The male luers on the returned syringes were broken off. The breakage was due to the male luer being twisted off. There were no manufacturing defects present that would have contributed to the breakage. User related issue. Since the lot number was not available, the device history record review could not be performed. Medex is able to confirm this issue and determine the cause. No additional action necessary at this time. Medex considers this MDR closed with this report.